Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and varied injuries are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient's legal representative reported "approximately two years after implant date, patient developed capsular contracture baker grade iii, which caused pain (even resting), loss of aesthetic result and deformity in breasts. Legal representative mentioned as both breasts have presented capsular contracture. Replacement surgery caused a lot of discomfort and pain. It was performed with an ¿inverted t¿ incision, which generated a big scar. Implantation surgery was performed with inframammary incision. Patient upset and emotionally shocked due to replacement surgery. After surgery, the cuts were opened, and several medications had to be used to close it, which has not completely closed yet. Patient could not drive, work or take a shower alone for two months, due to incapacity of raise the arms. Patient is presenting pain in the back because cannot ¿sleep on your stomach¿ [as reported]. Patient is sad, depressed, upset and is ashamed of the own body. Healthcare professional reported multiple cysts which were not device related. Device was explanted. This record is for the left side.